Manufacturer narrative:
The pump was received with an intermittent button response and a button error alarm due to corroded keypad traces. There was no frozen display during testing noted. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, a minor scratched lcd window, and cracked battery tube threads.

Event description:
The customer reported via phone call that the pump seems frozen and he received a button error alarm on the insulin pump. Customer's blood glucose was 136 mg/dl at the time of the incident. Customer received the button error after he took the battery out and put it back into the pump. Customer stated that the buttons on the pump had frozen. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.